Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the luer-lock (llk) plug of the video-cable section is cause not established and the most probable cause of the damaged fiber bonding in the outer tube area (distal end) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gynecologic laparoscope exhibited damaged fiber bonding in the outer tube area (distal end) and foreign material in the luer-lock (llk) plug of the video-cable section. No patients were involved.